Manufacturer narrative:
(B)(4). The device manufacturing records were reviewed and showed no deviations. The diopter measurement records were verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 19.5 diopter for this lens. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. A visual inspection showed that the lens was received cut in half, which is a condition consistent with a lens that was removed from the eye. Due to the condition of the lens the visual diopter could not be measured. No optical deviations on the optic parts were found. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. Placeholder.

Event description:
It was reported that the patient was experiencing symptoms of halos after implantation of an intraocular lens (iol); reportedly the patient was miserable. It was later reported that the patient had the lens in the right eye removed and exchanged with an incision enlargement; however, no sutures were placed. No complications were reported and the patient was noted to be doing well.